Event description:
Patient admitted on (B)(6) 2019 for scheduled lead revision and internal cardiac defibrillator generator change. The explanted generator was found to have the header cracked to the device. It was broken leaving exposed components. The device was originally placed at an unknown facility on 10/02/2008. The company name is boston scientific and the model type is e110; serial number is (B)(4). The patient was discharged on (B)(6) 2019.